Event description:
It was reported that bd module smartsite infusion set was kinked the following information was received by the initial reporter with the following verbatim: I received some feedback regarding our primary set tubing we have had a few complaints about the way the primary IV tubing is packaged. It is crimping the tubing in 1 spot so much it won¿t flow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: it was reported that the tubing was kinked. One used sample and two unused samples model 2420-0007, lot 24045577 were returned for investigation. The sets were examined for defects and abnormalities. All three sets had a kink in the tubing just below the drip chamber. No other defects or abnormalities were observed. The sets were successfully primed with water and the kinks did not impede flow, however, the kink makes it much more likely to impede the flow. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause that generates the condition reported is the material being incorrectly rolled into the pouch from not using the funnel or incorrectly using it. A quality alert was displayed on aug 28th, 2024, to communicate to the personal involved in the manufacturing of model 2420-0007, regarding the importance of following instructions and reinforce the correct usage and instructions for sustaining fixtures, tubing manipulation and coiling sets. A device history record review for model 2420-0007 lot number 24045577 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.